Event description:
The customer reported that after attaching and hanging four il bags of saline together on the replacement fluid scale and running 32 hours without incident. Several incorrect weight alarms occurred, the bags ran dry and air was sucked into the air detector.

Manufacturer narrative:
The deviation reported in the complaint was a user error, which did not result in any patient injury. The prismaflex equipment is able to detect the presence of air in the set, triggering the proper alarm and implementing the relevant safeties, which protect the patient from potential injury. In case of occurrence of warning "air in blood" alarm during statement, the machine's screen displays a detailed step-by-step procedure to address this condition, as also described in the troubleshooting chapter on the prismaflex operator's manual. The handling of the user at the clinic was not in agreement with the instructions for this given in the operator's manual for prismaflex device. The air did not reach the patient, the prismaflex stopped with a warning "air in blood" alarm. Biomed checked the scale for calibration and they were all within the range. As long as the user follows the instructions given in the operator's manual the reported incident will not re-occur.